Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Insulin delivery was not suspended due to sensor glucose. Troubleshooting was performed for sensor glucose verses blood glucose. The device will not be returned for analysis.